Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer passed away at home. The cause of death was unknown as the customer took a nap and never woke up. The caller stated that the cause of death could have been a combination of low blood glucose and cancer. The caller stated that the customer also had pneumonia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was cancer free when they passed but it had altered their body and caused more severe lows. The caller declined to return the insulin pump for analysis as they no longer were in possession of it.